Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unit had cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was cracks around display window. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.